Event description:
It was reported that patient underwent a total right hip arthroplasty in 1994. Subsequently, radiographs revealed possible wear of the modular head. An upcoming revision procedure has been indicated, but there has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted - the reported date of implantation was 1994; however, an exact date was not provided. Manufacture date.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.